Manufacturer narrative:
The device history record for lot aa8330n30 was reviewed and the product was produced according to product specifications. The investigation remains in progress. All information reasonably known as of 15 sep 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Photos of the device were reviewed; however, the photos were not clear enough to show the reported incident. Root cause could not be determined. All information reasonably known as of 04 oct 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
A review of the device history record is in-progress. Photos of the device were provided by the customer. All information reasonably known as of 18 aug 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint comp-(B)(4).

Event description:
It was reported that the feeding tube had a "split/fracture in the tube of the jejunal limb near the gastric limb hole." When contrast was injected in the jejunal limb, it was seen flowing into the stomach and not into the jejunal limb. No patient injury was reported and no medical treatment was required. Additional information received 05-aug-2020 indicated that the feeding tube was inserted (B)(6) 2020 and removed on (B)(6) 2020. It was reported as "broken, aspirating milk from g tube [gastric tube]."